Event description:
On (B)(6) 2010, pt reported he received an e4 (occlusion) error while attempting to bolus 2.5 units of insulin. Had pt disconnect from his infusion site and initiate the priming function. Reviewed reason for occlusion and troubleshooting steps. Pt had to disconnect. On call back from pt, he stated the e4 (occlusion) error reappeared. Pt reported the "top hat" of the piston rod appears to be 1/4 of the way down the piston and not at the very top as expected. Pt just noticed this issued when he was inspecting the infusion device for occlusion. Advised occlusion means there is a blockage and insulin is not flowing properly. Pt had to disconnect again. On call back from pt, advised him to prime through the infusion tubing; received an e4. Had him remove the tubing and prime through the adapter; received the e4. Had pt remove all accessories and start a prime; pt kept repeating that the piston rod did not look right. Pt stated when the cartridge is in the infusion device normally the "top hat" of the piston rod is flush underneath the cartridge and now it is 1/8th of the inch outside of the cartridge. Pt stated last week the plunger was stuck to the piston rod and it was "hard to remove it". No further details were provided. Advised pt to switch to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.